Event description:
It was reported that the customer was found to be delivering excessive boluses, possibly due to confusion. The customer was in the hospital and had had a stroke. He had been using his insulin pump for two years. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.